Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material on the service distal end and gap between the adhesive on the distal end and server plug-in. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, it is likely that the gap at the distal end is due to physical stress during handling. The foreign material was not identified. A definitive root cause cannot be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.